Manufacturer narrative:
Additional information: g3, h2, h3, h6 no device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
An rhc recalibration was performed for diagnostic purposes, and the baseline code was increased by 0.9mm hg. Upon further review, the waveforms appear to be dampened. Pressure data should not be used at this time and we would recommend the site consider clinically correlating and/or investigating potential reduced blood flow to the sensor.